Event description:
It was reported preoperatively during set-up, a sataloff sickle knife (mcl-s33) had punctured through the packaging and the protruding blade cut the circulating nurse. There was only injury to the user reported as a result, but no patient impact since the product was set aside and another packaged product was used.

Manufacturer narrative:
Additional information was received indication the alleged injury was not serious in nature and described as a "needle prick", which did not require a bandage or treatment or medical intervention of any type. (B)(4).

Manufacturer narrative:
This device is used for therapeutic purposes. Attempts to obtain detailed information regarding patient, event and outcome were unsuccessful. Note: all references to "patient" are referring to the user, since there was impact to the user and no patient involvement. (B)(4). In response to medtronic's request for device return, no devices were received for evaluation. The device was not returned and therefore, no evaluation could be performed. The following codes were not available in medtronic's (B)(4) system: method: actual device not evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.